Manufacturer narrative:
Additional information: b1, d19, h1, h3, h6, h11. H11: the device was received for evaluation. Visual inspection of the sample with naked eyes shows the product contaminated. After disinfection, the product shows no issues noted. No findings are visible when inspecting the cutting surface of the product. The measurements of the inner diameters were within the specification. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was not verified, the cause of the condition could not be determined. Based on additional information received, the revaclear dialyzer was determined not to be a factor in the reported adverse event. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during treatment with a reva clear 300 dialyzer, the patient experienced severe abdominal pain and increased blood pressure. The treatment was stopped at an unknown stage. After treatment the patient experienced hemolysis and blood in the urine. The dialyzer was not reused and no other product defects were observed. Treatment for the events were not reported. For four days the patient was briefly treated in the intermediate care unit and was in domiciliary care. The patient underwent dialysis with a non-baxter dialyzer in the hospital and was treated with non-baxter equipment in inpatient care. No further issues were noted. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.